Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5156572, mw5156573, mw5156574, mw5156575, mw5156576.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. T has been reported that readings were over 50.00% off. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No injury or medical intervention was reported.